Manufacturer narrative:
The probable root cause could be attributed to faulty electrical components inside the generator throwing error c-00 or a cpu and sensors module internal time out issue throwing error m-11.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer got several problems with integrated electrosurgical unit (erbe) giving error. They connected an external generator to complete procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that the customer performed further troubleshooting. The surgeon elected to move the da vinci system into another operating room. According to the information, the entire troubleshooting took approximately 60 minutes to complete. The procedure was completed using the same da vinci system. No patient injury reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. The reported (c-34 c-00 m-11 errors) error was confirmed but not replicated. In error log, the (c-00 & m-11) errors were found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized, and all ports recognized instruments.